Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: using the automated impella controller with the impella rp flex smartassist system catheter use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound .¿ section: warnings and cautions. ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound. ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿

Event description:
The complainant had a impella rp flex placed to support a patient with multiple cardiac and systemic risk factors/comorbidities. The patient had suffered from an access site bleed and hypovolemia with low flows. The patient was treated with 2 units of red blood cells and platelets. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation for the low pump flow and the access site bleed has been completed. No product was returned for investigation. The data logs confirm low pump flows for matching p-level. The data logs show a downward trend of noisy placement signal and negative cvp during low flow events. The flows increase and recover to expected levels at p6. Clinical details state that the patient was hypovolemia and received a blood transfusion. Therefore, the root cause of the low pump flow was most likely patient condition related. The root cause of the access site bleeding - major was not determined as limited clinical information was provided.